Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to log in due to an authentication failure. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the users were unable to login and authenticate due to a database server issue. A technical support specialist (tss) dialed into the station and identified that it was intermittently showing a disconnected status. The tss then connected to the server and informed the customer that the database server appeared to have an issue and required a hard reboot. Hard reboot performed and monitoring from the application server confirmed that the database server was running. The tss successfully logged into the station, after which authentication errors cleared, and the disconnected mode message was no longer displayed. A server downtime query was run to verify message flow, and connectivity to the pyxis enterprise server was confirmed with no issues observed. The system functioned as intended after technical support specialist troubleshot the device.